Event description:
It was learned through implant patient registry and medical records that a patient with a 25mm 11060a konect resilia aortic valved conduit was explanted after an implant duration of 1 year, 3 months due to aortic root pseudoaneurysm. The patient presented with chest pain. The explanted valve was replaced with a 23mm 11060a valved conduit. The patient was transferred to the cicu in critical, but stable condition. The patient was discharged pod #7. Per medical records, the patient is a known case of loeys-dietz syndrome who presented with chest pain. Blood culture was positive for mssa bacteremia. Tee (09/18/25) revealed recurrent scending aorta and aortic root pseudoaneurysm in addition to abscess near aortic graft. Redo sternotomy was performed to replace the patient's previous 25mm resilia with a 23mm resilia. Intra-operatively, the patient was found to have two active bleeding sites (pseudoaneurysm) with no obvious sign of infection. The 23mm 11060a konect resilia aortic valved conduit was implanted successfully and the patient tolerated the procedure well. The patient was transferred to the cicu in critical, but stable condition. The patient was discharged pod #7. Per pathology report, the gram stain result was negative for growth and organisms. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated section b5. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry that a patient with a 25mm 11060a aortic valved conduit was explanted after an implant duration of 1 year, 3 months due to unknown reason. The explanted valve was replaced with a 23mm 11060a valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: attempts to obtain additional information and for product return have been made. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.